Event description:
A report was received that the patients ipg was not working well. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing frequent ipg charging. No device malfunction was suspected.

Event description:
A report was received that the patients ipg was not working well. The patient will undergo an ipg replacement procedure.